Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up emdr will be submitted.

Event description:
It was reported that a clearlink, y-type blood solution set, had a crack that was observed on an unknown component. According to the report, the blood set was removed from the packaging and spiked into an unknown bag of normal saline. When the nurse attempted to prime the set, a leak was observed from an unknown location. The nurse inspected the set, and stated a 10 mm crack was observed. The nurse reported that saline leaked onto her and the floor as a result of the leak. There were no reports of patient involvement, patient injury, adverse events, nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Visual inspection of the sample identified a vertical cut approximately - of an inch in length located below the spike. Further functional testing confirmed that the cut leaked. The root cause could not be identified.